Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127, serial number: balloon: (B)(4), pump: (B)(4), catalog number: balloon: 72400024, pump: 72404127, UDI number: (B)(4). Expiration date: balloon: 05/25/2016, pump: 07/13/2012 manufacture date: balloon: 06/06/2011, pump: 07/22/2011.

Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter. The patient experienced atrophy of the cuff. The system was replaced a month later with a 4.5 cm cuff, pump, and 61-70 cm h2o balloon. When the device was removed, everything worked fine. The patient had no further complications.